Manufacturer narrative:
Additional information was requested regarding hcp last name, as well as resolution. No further information was available at this time. Serial number of the programmer remains unknown. This investigation will be updated should further information become available in the future.

Event description:
It was reported that this programmer was unable to be interrogate the pacemaker for magnetic resonance imaging (MRI) programming. Technical services was contacted and provided troubleshooting options. Additional information was received from the field. The cause of the issue and the resolution were unknown. This programmer remains in service. No adverse patient events were reported.